Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if issue returned, which customer acknowledged and understood.